Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in insulin pump history. Device received with cracked select button keypad overlay. The p-cap does lock properly. No damage to reservoir compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an physical damage. The keypad area was cracked. The customer also reported that the reservoir lip ring was damaged and the reservoir was unable to lock in place when inserted into the pump. The customer reported audio and vibration issues on the pump as well. The customer¿s blood glucose during the incident was 173 mg/dl. The device will be returned for analysis.